Manufacturer narrative:
The investigation into the reported issue has been completed. Console logs from the reported complaint date are consistent with the complaint. This console was tested after arriving in field service. However, the reported optical sensor system errors could not be reproduced. The console functioned normally while testing. The reported optical sensor system error issue was the result of a pump detection issue due to a rare occurring crystal failure. The impellatronic does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a mitigation in place. Before sending this console back to the customer, field service was instructed to replace the impellatronic board and perform a full functional check on the console and optical system.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump had signal loss and the team tried to troubleshoot. The console was replaced, but the team had to explant and replace with an intra-aortic balloon pump.